Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared alarm without it recurring, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.